Event description:
It was reported that the patient experienced pocket pain. It was noted that the patient had muscle spasms under the ipg pocket. Despite steriods and lidocaine patch, patients back spasms have continued. Additional information was received that the patient was doing better but still having intermittent muscle spasms around ipg site. Additional information was received that the patient was no longer feeling pain at the ipg site.

Event description:
It was reported that the patient experienced pocket pain. It was noted that the patient had muscle spasms under the ipg pocket. Despite steriods and lidocaine patch, patients back spasms have continued. Additional information was received that the patient was doing better but still having intermittent muscle spasms around ipg site.

Event description:
It was reported that the patient experienced pocket pain. It was noted that the patient had muscle spasms under the ipg pocket. Despite steroids and lidocaine patch, patients back spasms have continued.